Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, the patient stated they were unable to see any fluid in the patient line. The patient was connected in fill cycle one at the time of the reported event. The technical service representative advised the patient to end the therapy and start over with all new supplies. There was nothing reported that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted